Event description:
It was reported by a sales rep. That a patient underwent an unknown surgical procedure on an unknown date and suture was used. As the suture passed through tissue it frayed. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: please provide the product code and lot number: could you please clarify how many sutures frayed? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what was the name of the procedure? What was the procedure date? Was there any adverse consequence associated with the patient? Please provide the product code and lot number. After further discussion with the clinicians, it has been determined that the occurrences reported have been intermittent and not always consistent. The surgeons have not collected any samples of the product in question for testing purposes at this time. We have advised them to quarantine any product if this occurs again and to contact our team so that we can assist with having the samples sent in for evaluation. We were able to identify the vicryl codes that they routinely use in their procedures ((B)(4)), but we can't identify specific lots at this time since the reports were from occurrences in the past. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-03677.